Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: local reaction: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6

Event description:
Patient reporting a "textured to smooth exchange". Patient later reported, "inflammatory reaction¿ and "late onset of seroma caused by allergan textured prostheses¿., and ¿observe that there was a seroma at the level of both breast implants¿. This is for the left side device. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product and seroma-late.

Event description:
Patient reporting a "textured to smooth exchange." This is for the left side device. The device remains implanted.

Event description:
Patient reporting a "textured to smooth exchange." Patient later reported "inflammatory reaction¿ and "late onset of seroma caused by allergan textured prostheses¿ and ¿observe that there was a seroma at the level of both breast implants¿. This is for the left side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.